Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others. A microscopic analysis was performed which identified: broken striated on the radius, more than six openings striated and non-penetrating nick striated. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool; more than six striated openings due to surgical damage consist in the use of some surgical tool; a nick striated due to surgical tool scratch like.

Event description:
Healthcare professional reported a left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown, and inflammation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown and inflammation. Device was explanted.